Event description:
It was reported that when stimulation was turned on an overstimulation sensation occurs. It was reported that the pt can "feel the stim on each side working." Pt was concerned that when she experienced pain that the dbs system was resetting itself to a higher setting. Pt was reprogrammed in (B)(6) 2011 and was due to be reprogrammed in (B)(6) 2011. It was reported that the stimulation had been off for (B)(6). Pt reported she experienced a fall out of her wheelchair (timeframe not confirmed) and the she experienced groin pain and an overstimulation sensation. Pt also reported that the stimulation was affecting her ability to breathe about (B)(6) ago. It was reported that the pt previously used stim 24/7 but then the dbs caused more problems than relief from the dystonia. It was reported that the pt was admitted to the hosp to have a scope on (B)(6) 2011 to determine if her gallbladder needed to be removed. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).